Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the peg plug of a 67f mynxgrip vascular closure device (vcd) was noticed to be outside of the patient by the doctor after device was deployed. After deployment the groin began to swell, twenty minutes of digital pressure were applied to groin. There was no reported patient injury. The device storage temperature did not exceed 25 °celsius. There was no resistance noted during use of the device. The sealant did not dislodge from the arteriotomy. The sealant did not seem to stick to the device. There was no shallow vessel depth. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The deployer was mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
Corrected: medical device problem code: 2906. The product history review is expected but has not been completed. However, it will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2212603 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the polyethylene glycol (peg) plug of a 6f/7f mynxgrip vascular closure device (vcd) was noticed to be outside of the patient by the doctor after the device was deployed. After deployment the groin began to swell, twenty minutes of digital pressure were applied to groin. There was no reported patient injury. The device storage temperature did not exceed 25 °celsius. There was no resistance noted during use of the device. The sealant did not dislodge from the arteriotomy. The sealant did not seem to stick to the device. There was no shallow vessel depth. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The deployer was mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile 6/7f mynxgrip vascular closure device (vcd) was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the stopcock open, and the procedural sheath was observed to have been on the outer cartridge tubing as received. In addition, the syringe was returned not attached to the device, and no anomalies were observed. The sealant and advancer tube of the returned device were not returned; therefore, a complete investigation could not be conducted. No anomalies were observed. The product history record (phr) review of lot f2212603 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-sealant-misdeployment-complete¿ was not confirmed through analysis of the returned device since the device was received in a condition of complete device removal and no damages or anomalies were noted. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced since there were no damages/anomalies noted with the returned device and sealant/advancer tube were not included with the product. However, procedural/handling factors (such as excessive force during the sheath retraction step) are possible. According to the instructions for use, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review, nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.